Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had blank display. Customer was not calling after receiving new battery cap. Customer reported that the battery cap was normal. Insert battery alarm did not display on the screen. The display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and change battery alert or no blank display anomalies noted. Power connector plug in and locked in place properly. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No replace battery now alarm noted during testing or in the device trace download. (B)(4).